Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a f/u report will be submitted. This complaint involves one device plus an unk number of device, therefore this FDA form 3500a represents the unk number of devices.

Event description:
The nurse reported the cinch clamp was placed on the irrigation tubing and the cinch clamp punctured the catheter tubing.